Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving an unknown poly was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported patient had a revision of right hip due to dislocation. Doctor took out 10 degree poly and 36 + 10 head and added a constrained liner and 28 + 8 head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported patient had a revision of right hip due to dislocation. Doctor took out 10 degree poly and 36 + 10 head and added a constrained liner and 28 + 8 head.